Event description:
Clinician reported: "when I connected the plastic cannula to the maxguard pre-slit injection port, the IV was leaking and the patient brought it to my attention. When I disconnected it, the rubber stopper pulled completely out of the port. This could have allowed blood to back out of the PICC and leak out." No patient harm was reported. No medical intervention was required. No further patient or event info was provided.

Manufacturer narrative:
(B)(4). The product has been rec'd and the evaluation is pending. A f/u report will be submitted once the evaluation is complete.